Event description:
A codman disposable split trocar was going to be opened for a surgical case. The registered nurse took the device out of the outer package (box) which was intact and found the inner package to be compromised. The inner packaging appears shrunken - pictures provided. An another trocar was obtained to replace the sequestered, damaged item and was not compromised. Other inventory for this product on the shelf was examined and no others were damaged.